Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Additional visual inspection has been completed, and no issues were observed. Pqe physically inspected the returned puck and reviewed the attachment from the phase 1 investigation and observed small scratches and pieces of adhesive around the plug contact points. No issues were found during testing. Therefore, the issue is not confirmed.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced insertion site infection with symptoms described as pain and redness at the insertion site. The customer contacted a healthcare professional (hcp) who prescribed betasol for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) was returned and investigated. Data was extracted using approved software and extraction was successful. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced insertion site infection with symptoms described as pain and redness at the insertion site. The customer contacted a healthcare professional (hcp) who prescribed betasol for treatment. There was no report of death or permanent impairment associated with this event.